Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. Visual inspection of the freedom ac power supply revealed a broken strain relief, a missing connector o-ring and a damaged hypertronics connector. Foreign adhesive/tape was found on the strain relief, indicating an attempted repair of the power cord on the freedom ac power supply. Unauthorized rework on the freedom driver or any of the related accessories is prohibited. While the root cause of the issue could not be determined, based upon the damage observed and the evidence of attempted repair, it can be concluded the freedom ac power supply was subjected to improper use including rough handling and unauthorized rework the freedom ac power supply provided the proper output voltage and operated as intended for power delivery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the power cord on the patient's freedom ac power supply had frayed. The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom ac power supply cord had frayed, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the power cord on the patient's freedom ac power supply had frayed. The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.